Manufacturer narrative:
(B)(4). Initial reporter - address (B)(4). Device manufacture date: september 22, 2014 ¿ september 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate matter inside of a small volume intermate. This was observed after filling with flucloxacillin and before patient use. There was no patient involvement. No additional information is available.